Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "txrx" during patient treatment. The device has been exchanged with a backup device. No patient harm occurred. A getinge service technician was on site on 2021-09-29 to repair the affected rotaflow (serial#(B)(6). The technician could confirm the reported error message "txrx". The technician first replaced the rf control board pcba kit (material#701034051) as a precaution. The "txrx" error was still present. Therefore, the technician replaced the rf (rotaflow) flow measure pcba (material#701011681). After the replacement of the flow measure board the device is working as intended and returned for clinical use. An investigation of a rotaflow system that exhibited a similar issue "txrx error" was performed in getinge life cycle engineering on 2020-04-07. The most probable root cause could be determined as a defect capacitor c50 on the flow measure board. The defect capacitor caused a short circuit and the signal processing on the flow measurement board failed, resulting in the txrx error. A device history review (DHR) was performed on 2021-10-20 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the flow is dropping and increasing. The failure occurred during patient treatment. The device has been exchanged with a backup device. Complaint ID:(B)(4).